Event description:
It was reported to covidien on (B)(6)2010, that a customer had an issue with a hemodialysis catheter. The customer reported he placed a dialysis catheter in a pt and within 1-2 weeks the catheter leaked where the hub meets the extension. Catheter needed to be pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.